Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure devices (vcd)s could not be depressed. Another device also had the same issues. Manual compression was used. There was no patient harm and no reported patient injury. The device as used for a carotid artery stenting procedure. The device appeared normal before use. During use, the guidewire loop popped out smoothly. Following the standard procedure, the avanti 8f sheath and closure device were withdrawn together at a 45° angle. Pulsatile bleed-back was observed. When flow slowed, withdrawal continued. The indicator window changed from black white to black black. After the surgery, the equipment was inspected. The guidewire ring was pulled to change the color of the indicator window. The plug deployment button could not be easily pressed outside the body. The devices will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure devices (vcd)s could not be depressed. Another device also had the same issues. Manual compression was used. There was no patient harm and no reported patient injury. The device as used for a carotid artery stenting procedure. The device appeared normal before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. During use, the guidewire loop popped out smoothly. Following the standard procedure, the avanti 8f sheath and closure device were withdrawn together at a 45° angle. Pulsatile bleed-back was observed. When flow slowed, withdrawal continued. The indicator window changed from black-white to black-black. After the surgery, the equipment was inspected. The guidewire ring was pulled to change the color of the indicator window. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The plug deployment button could not be easily pressed outside the body. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385069 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint deployment lever (button) frozen/locked" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure devices (vcd)s could not be depressed. Another device also had the same issues. Manual compression was used. There was no patient harm and no reported patient injury. The device as used for a carotid artery stenting procedure. The device appeared normal before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. During use, the guidewire loop popped out smoothly. Following the standard procedure, the avanti 8f sheath and closure device were withdrawn together at a 45° angle. Pulsatile bleed-back was observed. When flow slowed, withdrawal continued. The indicator window changed from black-white to black-black. After the surgery, the equipment was inspected. The guidewire ring was pulled to change the color of the indicator window. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The plug deployment button could not be easily pressed outside the body. The devices were not returned for evaluation, as initially reported.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure devices (vcd)s could not be depressed. Another device also had the same issues. Manual compression was used. There was no patient harm and no reported patient injury. The device as used for a carotid artery stenting procedure. The device appeared normal before use. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. The femoral artery¿s suitability was verified on angiography, including the insertion angle( 30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. During use, the guidewire loop popped out smoothly. Following the standard procedure, the avanti 8f sheath and closure device were withdrawn together at a 45° angle. Pulsatile bleed-back was observed. When flow slowed, withdrawal continued. The indicator window changed from black-white to black-black. After the surgery, the equipment was inspected. The guidewire ring was pulled to change the color of the indicator window. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The plug deployment button could not be easily pressed outside the body. A non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation along with the unit related to the (B)(4). Visual inspection showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. Nevertheless, the guard was locked to test the locking system, and no abnormal conditions were observed. A high-magnification microscopic evaluation was performed to examine the internal mechanism of the unit. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18385069 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿deployment lever (button)-frozen/locked¿ were not observed through analysis of the returned devices. The devices were received fully deployed, with the deployment lever fully depressed, indicator wire retracted, and the window in the black/white/red stage. The exact cause of the issues experienced could not be determined during analysis of the returned devices. Based on the information available for review and product analysis, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcds during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.